Event description:
The user facility reported that the tech scrubbed on a case with the doctor this morning in which an angio-seal did not work due to a product defect.. The plug slipped off the closure device inside the patient with very little pressure from the operator. The patient was doing well. Her pulses are fine, and she has had no discomfort in her leg. The collagen plug was still in the patient, though it is most likely outside of the artery, per the doctor. The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 16may2025: it was stated the product was defective; however, there was no obvious defect noted with the subject device. The procedure sheath used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved for the patient with manual pressure. No equipment or other devices were used with the angio-seal. No additional testing was done to definitively determine the location of collagen in the patient. It was unknown if a pre-deployment angiogram was performed. The procedure prior to issue was unknown.

Manufacturer narrative:
. E3: occupation: tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath, and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal end of the device. The device was set to forward lock, deploying the anchor. The device was reset to rear lock, posting the anchor on the device distal tip. The anchor was manually pulled, deploying the anchor and collage. The device was cut open to deploy the tamper tube. The complaint can be confirmed for a nondeployment device pullout. The device was returned with the anchor present in the device and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device distal tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).